Event description:
It was reported that during blood sampling, the holder disconnected from micro-infusor leading to slight loss of blood from patient (under anticoagulant treatment). No other clinical consequence observed.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during the device history record review.